Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they received the implantable neurostimulator recharger (insr) antenna. The recharger was not charging since yesterday. After troubleshooting with the caller, there was green light on the power supply and the desktop charger (dtc) cord was loose when plugged into the recharger. The patient was tremoring since yesterday because they were not able to charge their implant due to the recharger not charging.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: 37791, serial# unknown. Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the circumstances that led to the recharger not charging was because of a loose cord on the charger. Patient also indicated that the replacement dtc resolved the issue.